Event description:
A consumer reported that a patient experienced diabetic ketoacidosis while using a one touch meter. Patient has been experiencing nausea for 2 days before event. On event date patient started vomiting. Around 2:00pm, patient had a blood glucose of 249mg/dl on the ot meter. Patient took 15u regular insulin and 20u nph. Patient continued to feel sick and requested to be taken to the hospital. At the emergency room, patient had a blood glucose of 493mg/dl on hospital meter compared to 151mg/dl on ot meter. Patient was admitted with dka to intensive care unit. No further information was provided by reporter.